Event description:
The complainant facility reported a male patient who was implanted with an impella cp for acute myocardial infarction for mechanical circulatory support. While on support, the impella appeared to be in a papillary muscle, and the doctor tried to reposition. He pulled it out of the left ventricle, but it would not re-cross. The impella was completely removed and re-inserted and it was placed across the aortic valve and was not in a papillary muscle. The patient remained on support until successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.